Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "scan again in 10 minutes" error message with the adc device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and the customer's spouse called an ambulance. Upon the ambulance arrival, an IV glucose was administered for treatment. There was no report of death or permanent impairment associated with this event.